Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. When the patient went to bed on (B)(6) 2022, his cgm value was 100 mg/dl; however, during the night, his cgm alerted with a value of 57 mg/dl. After the alert, he experienced a seizure and emergency medical services (ems) was called. (It was not confirmed who called ems). A bg was performed by ems upon arrival which was 37 mg/dl. The patient was treated with glucagon, IV glucose and transported to the emergency department (ed). Additional glucose and juice were provided in the ed and he was released at 5:00 am on (B)(6) 2022. He was instructed to follow up with his healthcare personnel. At the time of the report, the patient was experiencing a headache and soreness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.